Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/01/2019. B5 additional event information: the nurse midwife was repairing a vaginal tear after delivery and had made two swipes through and noticed that something did not feel right. Upon examining the suture needle, she noticed that the tip was blunt and not intact. Got another suture needle completed the repair. Felt all around the area and did not feel any sharp object. Performed an x-ray, no object was identified. Procedure: repair of vaginal laceration/tear. This medwatch report is in response to receipt of maude event report mw (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Evaluation: an opened box with thirty unopened samples of product code j258, lot # mpm718 were received for evaluation. During the visual inspection of the thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage was observed. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the sample was tested by resistance test to needle and met the requirements. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances related to the reported complaint condition were identified. Per the conditions of the sample received, no performance breakage needle were found, and the reported complaint could not be observed. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown labor and delivery procedure on (B)(6)2019 suture was used. During use the a needle broke. Case completed with another device of the same product code, different lot. There were no patient consequences reported.